Manufacturer narrative:
On 16 march 2016 it was prepared a final report with the information already submitted in the intial report. On 18 march 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
The patient underwent the first revision on (B)(6) 2015 because of instability. Pe inlay & head ceramic had been removed. We were not informed about this event. On (B)(6) 2015, it was confirmed that all the listed components were explanted and that explants and pathology results will not be available. On 01 january 2015, the medical affairs performed a clinical evaluation and commented as follows: this is, according to reports, a double revision, the first one due to instability but we have no information at all about it, except the date, may 2015. This second tha got infected and this is the root cause for the complaint we are currently handling. Infection is a known complication for tha and there is no reason to suspect that in this case it is due to a problem originating from the devices. Batch review performed on 18 january 2015. Lot 081865: (B)(4) items manufactured and released on 17 june 2008. Expiration date: 2013-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup acetabular shell cc light ø 52, code 01.26.52mbtl, lot. 083708 (not markered in the USA): (B)(4) items manufactured and released on 23 february 2009. Expiration date: 2014-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup cc flat pe hc liner ø 28 / d, code 01.26.2841hct, lot. 124636 (not marketed in the USA): (B)(4) items manufactured and released on 18 december 2012. Expiration date: 2017-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Crco ball head 12/14 ø 28 size l code 01.25.013, lot. 114018 (k072857): (B)(4) items manufactured and released on 20 december 2011. Expiration date: 2016-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
Revision because of infection.